Event description:
As pt was being removed from the table, it tilted 4" off the floor (no harm to the pt).

Manufacturer narrative:
Upon investigation, the facility reported the table was being used in the normal position; pt was supine; no table functions were being activated at the moment and the last function used was to raise the height of the table. The pt was being moved approx 1 minute after the table was raised. Inspection by getinge service rep and the hospital's or tech determined that there was nothing wrong with the table and its operation was per specifications. Based upon limited info noted and provided, it was determined that the tilting up of the table base happened during pt transfer process to a trasporting stretcher. The shifting of the patient's center of gravity or possibly other unk forces were placed on the table likely contributed to the reported incident. The hospital's process is to roll the pt toward the handler and stretcher, using a transfer board between the table and stretcher and was stated to have been used successfully for years. Not minimizing the distance between the or table and the stretcher could have created or contributed to the conditions for this to happen. In conclusion, the entire situation, before and during the incident, remain unclear even after communications with the facilities personnel.